Event description:
It was reported to philips that an image disk failure during post occurred, and the storage board and disk were replaced on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the image storage board and disk, and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).